Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "turn off" was confirmed. Evaluator inspected the device with customer's ac power adapter and found the ac power adapter did not charge the battery as intended. A review of the event history log revealed multiple " battery very low!" Messages followed by "battery depleted!" Messages. The event history log revealed no events of "improper shutdown!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as no/intermittent ac power. The cause of the condition was the ac power adapter which was found broken. The ac power adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off upon device power up. There was no patient involvement. No additional information is available.